Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent a gynecological procedure on (B)(6) 2011 and a sling was implanted. The patient has experienced pain, erosion into the urethra and vagina including damage to the urethra requiring corrective surgery. No further information was provided.

Manufacturer narrative:
The patient experienced nerve pain in leg, left thigh and groin and persistent urinary tract infections. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that a patient underwent a gynecological procedure to treat anterior prolapse and stress incontinence in (B)(6) 2011 and a sling was implanted. The patient has experienced pain, erosion into the urethra and vagina including damage to the urethra requiring corrective surgery. The patient has undergone multiple surgeries and revisionary procedures. On (B)(6) 2011, the patient underwent incision of the sling in the left fornix and exploration of the left fornix out to the obturator membrane. On (B)(6) 2011, the patient underwent further surgery to excise the tape. The tape was incised. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.